Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient fell and hit the head. The patient was admitted in the hospital due to a brain bleed.